Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). The device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. A product sample was received for evaluation. Visual and functional testing were performed. The pump had a broken top case(front right corner), cracked right plunger case, broken bottom case, cracked left plunger case. The motor rate error was found during review of the event log. The root cause of the reported issue was found to be normal wear, the pump was over 7 years old. Actions were taken to mitigate the reported issue: replaced the leadscrew and clutch halves. Replaced top case, replaced bottom case, replaced right and left plunger cases, replaced optocoupler(broken).

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.